Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and found that some parts of the unit had blood. So, in order to fix the issue, the fse replaced the following blood contaminated part: safety disk. After the replacement, the unit was able to be used normally. The unit passed all factory-specified performance and safety index tests. The unit was then delivered to the customer and ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit has balloon bleeding. There was no personal injury reported.